Event description:
It was reported that a patient underwent a lap hysterectomy procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. During the procedure the user could not get the luer locks to open to remove the tip. A new unit was used, and the case completed. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? >>no, have used for a while. Tech is newer but has used before. How many times have they applied the laparoscopic tip? That is all they use at this facility. Was a sales representative present during the case when the issue was experienced? Yes was any leakage or product solution observed at the luer locks connection? No. Was the faulty product administered to the patient? The issue was the dual action tip could not be removed in order to place the lap tip on the device. Are there pictures of the damaged device available? They are sending it in. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?